Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and found the switch movement stiff but not sticking. The bag to vent switch was replaced to resolve the issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9650-000 anesthesia gas machine experienced the bag to vent switch sticks intermittently preventing selection of bag mode of ventilation. The report was received from a single source. The reported event did not involve a patient.